Manufacturer narrative:
The device passed testing. Although the device passed testing, a review of the history indicated a whitescreen error. The whitescreen error occured when the user titrated only the rate when the device was delivering in the kvo mode. The device history was downloaded at the service center. A review of the history indicated on (B)(6) 2013, at 1332, channel a of the device was programmed using the drug library to deliver lorazepam 100mg/100ml, at a rate of 2ml/hr, with a titrated vtbi of 40ml, and the delivery was started. On (B)(6) 2013, at 0932, an end of infusion alarm occurred, kvo delivery began, the end of infusion alarm was cleared, the basic program was accessed, a titrated dose rate of 1mg/hr was programmed instead the customer reported vtbi, and the next key was pressed. At 0933, the kvo delivery stopped. The next power on is indicated on (B)(6) 2013, at 1136, a post software s308 (can bus error-pmc, left) and s408 (can bus error-pmc, right) occurred. At 1136, the device was powered off. As indicated, this event was identified as part of a customer notification dated on 02/04/2013. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a whitescreen error. On an unspecified date and time, an unspecified channel of the device was programmed to deliver an unspecified concentration of ativan and the delivery was started. No further programming parameters were provided. After an unspecified length of time, the customer contact reported the night shift nurse changed the medication container; however, the nurse did not reprogram the volume to be infused (vtbi) and the delivery was restarted. At an unspecified time, the day shift nurse reported the device alarmed for end of infusion. At the time, during the programming of an unspecified vtbi, the nurse indicated the display turned gray. The nurse used the emergency release level to remove the tubing set from the device. The device was remove the tubing set from the device. The device was removed from clinical use. Therapy was resumed using a replacement device. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.